Event description:
It was reported that wide qrs oversensing was observed in a patient during an episode of vf. Review of the egm revealed intermittent double counting of a wide qrs morphology. Hv therapy successfully converted the arrhythmia. The physician believed the patient was in a vt at the time of the event. The patients medications were adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.